Event description:
At the start of the case, staff received an e-3 error code on an aex generator. Staff tried a new handpiece without resolution. Staff then tried a new grounding pad and the second handpiece on a pulsar2 generator to complete the case successfully. Rep tested the aex with a demo handpiece after the case and everything is working normally. Nothing is being returned. 702413874 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).